Event description:
The complainant reported that the clinicians were performing an implant of an obtryx system-halo sling on a female patient. During the procedure, and as the device was being introduced to the patient, the device's association loop broke. There was no indication from the complainant of whether the loop just split, or if it detached from the device. The clinicians obtained another obtryx system-halo sling and successfully completed the procedure. There was no indication from the complainant of any adverse affect to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).